Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during the seltinger technique the dilator was ruined in the front part very easily, with the first difficulty in the tissue dilator being damaged and could not be used. A different dilator from another set was used to finish the procedure.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during the seltinger technique the dilator was ruined in the front part very easily, with the first difficulty in the tissue dilator being damaged and could not be used. A different dilator from another set was used to finish the procedure.